Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Multiple counting contributed to the false detection. The patient was reported to be conscious at the time of the event. The response buttons were pressed after the treatment was delivered. The patient was taken to the hospital via ems following the treatment.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hospital following the treatment and continues to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Manufacture date: monitor (B)(4) (reuse); electrode belt (B)(4): 03/01/2011 (initial use). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4) clinical trial g960083 ((B)(6) per patient-month with (B)(6) confidence). (B)(4).